Event description:
Daughter had an accident, went to bandage her foot with equate sterile bandages and noticed something was greatly amiss. Looked up the product, and it says it is an hvac duct adhesive tape; definitely not intended for wound closure. FDA safety report ID # b)(4).